Manufacturer narrative:
Device evaluation: the investigation of the returned product revealed that a connecting rivet has come loose in the joint on the distal side. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, when the clamp is inserted into the uterus for sampling, a piece of the jaw opening mechanism has been detached and lodged inside the patient. In both cases the fragment was recovered, and the intervention was completed, although with a delay of less than 30 minutes. The patients have not suffered any harm. No death or (unanticipated) serious deterioration in state of health reported.